Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Also the impedance trend on the rv (right ventricular) pacing lead was decreasing, and the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that two days post implant the patient returned to the hospital with pericardial effusion. A chest computerized tomography (CT) scan was done. The patient had a hemothorax with perforation of the tip of the right ventricular (rv) lead. The lead was also observed with a warning for decreased impedance, high thresholds and no capture. A mini thoracotomy was performed to evaluate the pericardial effusion. The rv lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.